Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier required maintenance and was not allowing users to sign in. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) was not functioning. The field service engineer (fse) removed the outdated lumidigm software and installed the latest driver and package versions. Tested the bio ID functionality with the customer and verified operation using the hardware test application (hta). The system functioned as intended after the field service engineer (fse) investigated the device.